Manufacturer narrative:
Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. As of the date of this medical investigation, no clinically relevant supporting documentation has been provided. Therefore, there were no clinical factors found which would have contributed to the reported acetabular loosening and subsequent revision three months post implantation. According to the article, the patient had done well nine months after the revision. No further clinical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature review "augmenting pathologic acetabular bone loss with photodynamic nails to support primary total hip arthroplasty", it was reported that, after undergoing primary total hip arthroplasty on an unknown date in which a 52mm redapt acetabular shell was implanted in conjunction with photodynamic nail (pdn) insertion and acetabular screw fixation, one (1) patient experienced acetabular component loosening. This complication was treated by performing a revision surgery three months post-primary tha, in which a new redapt 62mm acetabular shell, a dual-mobility liner and six (6) screws were placed. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).